Event description:
It was reported that during an implant procedure, when the physician was cutting the sub-selector, it was not possible to advance the cut. When the physician tried to continue with the cut, the sub-selector broke. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).